Event description:
The customer reported the machine removed -148ml after one hour and -188ml after 2 hours when it was programmed to remove 0ml/hr.

Manufacturer narrative:
No pt injury was reported. No add'l treatment info was reported about this incident. A gambro tech inspected the machine and replaced the cca board and blood pump motor as preventive action. The safety alert training has not been performed yet in this facility.